Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was a major heart issue and the customer had a blood clot and multiple strokes. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing as the hospital was managing their blood glucose. The customer was not using sensors. The customer was using fentanyl patches or pain. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.